Event description:
The customer reported that the reservoir was leaking at the luer connection. The blood glucose reading was 76mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned pages.